Event description:
During a hemiorrhoidectomy procedure. The staple line did not hold after firing of instrument. Staples just came apart. There was no patient consequence. The case was completed with another device of the same product code.